Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of their insulin pump having a blank screen. Customer states to have tried to unscrew the battery cap and reinserted it, and the display came back on. The customer's blood glucose level was over 120mg/dl. Troubleshooting was conducted. The customer is going to monitor the device and insert recommended battery. The customer will call back if the issue persist.